Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump was received with cracked battery tube threads and scratched lcd window. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings on the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The customer treated with manual injections. The mother stated that her daughter had moderate ketones. The doctor recommended getting samples of sure- ts. The customer declined to troubleshoot. The customer will be sent a replacement pump.